Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infection nos"), ovarian cyst ("ovarian cyst"), anxiety ("anxious") and depression ("depression"). The patient was treated with surgery (undergo a laparotomy and bilateral linear salpingostomy to remove the essure). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety and depression had not resolved. The reporter considered anxiety, depression, dyspareunia, infection, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. Diagnostic results: hysterosalpingogram test done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infection nos"), ovarian cyst ("ovarian cyst"), anxiety ("anxious") and depression ("depression"). The patient was treated with surgery (undergo a laparotomy and bilateral linear salpingostomy to remove the essure ). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety and depression had not resolved. The reporter considered anxiety, depression, dyspareunia, infection, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. Diagnostic results: hysterosalpingogram test done. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.